Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station screen had stuck on blue screen due to a software malfunction. A technical support specialist uninstalled and reinstalled remte support service agent, modified the path and rebooted to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the device was stuck on the boot up page. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.